Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to scarring around the reservoir the patient could not completely deflate his device. The patient had his inflatable penile prosthesis (ipp) reservoir repositioned so the reservoir had adequate space to fill. The scarring was caused by radiation therapy the patient had for prostate cancer along with natural tissue healing from surgery. There were no further complications related to this event. Should additional information be received a supplemental report will be submitted.